Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that there was a blood leak during treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed on the end cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Fresenius bloodlines were used for treatment; however, bloodlines information was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.